Event description:
The lead was capped due to high capture thresholds. It was noted that the patient presented in the clinic for follow-up, and no capture at max output was noted. Patient also had pectoral stimulation at 3v. Fluoroscopy found no issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.